Event description:
Related manufacturer report number: 2017865-2024-02025. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited loss of capture. Imaging revealed both leads had dislodged due to twiddlers syndrome. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.